Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No magnetic resonance imaging anomaly during test noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 286 mg/dl. Customer stated was having issues yesterday blood glucose 250 mg/dl then 300 mg/dl then 266 mg/dl, blood glucose 264 mg/dl, did correction and it was like it was not going in took the set off and gave manual injection changed out everything reconnected the insulin pump slept overnight this morning had protein shake blood glucose 286 mg/dl, took bolus with the pump blood glucose 215 mg/dl seems like that one worked but unsure about the insulin pump now did manual bolus without putting in blood glucose. Customer was experiencing symptoms like tiredness, vision, neuropathy and was dehydrated. Customer woke up in the middle of the night with no insulin it did not warn her a couple weeks ago did not call in about it, insulin pump keeps restarting with no alarm on screen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with the insulin pump and manual injections. Customer stated the drive support cap appeared normal and displacement test passed. The pump will not be returned for analysis.